Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: does the surgeon believe that the pds plus suture involved caused and/or contributed to the post-operative complications?yes it was reported that 20 needles were used during this one procedure. How many sutures were used in the location of the fistula and leakage?the same 20. Please describe the location of each suture used? Bronchus intermedius and bronchus lobaris medius how many sutures led to postoperative leakage and fistula? Unk quantity of 3 sutures were entered into this complaint. Is 3 the correct quantity of sutures involved? It was described as 3 packages of the suture. The event is reported from kanagawa cancer center. What kind of cancer was the patient diagnosed with? Unk date and name of index surgical procedure? Unk the diagnosis and indication for the index surgical procedure? Unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality. Please describe any medical/surgical intervention required for this suture event including dates and results. Drainage and thoracic fenestration did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported how was the suture originally tied (multiple knots, square knot, etc.)? Interrupted. What symptoms did the patient experience following the index surgical procedure? Onset date? Reduction in pleural effusion, 20 days post-op other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk what is the patient's current status? Unk lot number? Unk surgeon¿s name? Unk this complaint information was obtained by the case reporting in the doctors' seminar, so additional information was difficult to obtain.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the pds plus suture involved caused and/or contributed to the post-operative complications? The event is reported from kanagawa cancer center. What kind of cancer was the patient diagnosed with? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? Related medwatch reports: 2210968-2023-03447, 2210968-2023-03448.

Event description:
It was reported: a case report of postoperative leakage at a site where pds was used in the seminar presentation. Excerpts are as follows: the middle bronchus, a6, and inferior pulmonary vein were separated from the dorsal and caudal sides, and the lower lobe was lifted up to the cranial side, and the middle lobe bronchus was separated from the caudal side. The basilar pulmonary artery was dissected, and the upper and lower lobes and the middle and lower lobes were dissected by echelon flex from the dorsal/cranial side to the ventral/caudal side. After that, the middle bronchus trunk and middle lobe bronchus were anastomosed with a total of 20 needles of 4-0 pds, and the operation was completed. There was no problem after surgery, and the patient was discharged on postoperative day 9 with independent walking. However, on postoperative day 20, chest x-ray showed decreased right pleural effusion. However, since blood test showed no increase in inflammatory findings and the patient had no subjective symptoms, the patient was followed up on an outpatient basis. However, the patient was infected with covid -19 1 month after surgery. CT at that time showed clear bronchial anastomotic fistula, and therefore the patient was urgently admitted to the hospital on the same day and a chest drain was inserted. Chest wall fenestration was performed 2 months after the surgery, when the isolation period of covid -19 infection had passed. Three months later, the patient underwent closure of the bronchial anastomotic fistula, thoracoplasty and omentoplasty, and the fenestration was closed. However, inflammatory findings tended to worsen after surgery, and air leakage, which was thought to be from the bronchial anastomotic fistula, relapsed on postoperative day 5. After that, the closed skin did not heal, and pus drainage was observed from the wound. Therefore, fenestration was performed again, and the patient is still alive. [Current status of the patient] the patient is in the hospital. [Health injury details] bronchial anastomosis fistula [progress and treatment details] there was no problem after surgery, and the patient was discharged on postoperative day 9 with independent walking. However, on postoperative day 20, chest x-ray showed decreased right pleural effusion. However, since blood test showed no increase in inflammatory findings and the patient had no subjective symptoms, the patient was followed up on an outpatient basis. However, the patient was infected with covid -19 1 month after surgery. CT at that time showed clear bronchial anastomotic fistula, and therefore the patient was urgently admitted to the hospital on the same day and a chest drain was inserted. Chest wall fenestration was performed 2 months after the surgery, when the isolation period of covid -19 infection had passed. Three months later, the patient underwent closure of the bronchial anastomotic fistula, thoracoplasty and omentoplasty, and the fenestration was closed. However, inflammatory findings tended to worsen after surgery, and air leakage, which was thought to be from the bronchial anastomotic fistula, relapsed on postoperative day 5. After that, the closed skin did not heal, and pus drainage was observed from the wound. Therefore, fenestration was performed again, and the patient is still alive. [Surgeon¿s opinion about causal relationship between product and event] no the suture method was interrupted suture. Additional information was requested.